Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's camp counselor reported that the insulin pump alarmed for a button error during a bolus. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched display window.